Event description:
In 2005 this facility had resident, with diagnosis of intractable neck pain that had not responded well to other pain mgmt modalities. Pt had been receiving morphine sulfate at 1mg per hour and bolus dose of 1mg as needed every 30 min, via PICC line using a cadd-pca pump. The morphine solution concentration was 10mg/dl. On that date, the nurse observed at approx 5:30 pm that the resident appeared to be over sedated. Pt was not responding to verbal or tactile stimuli, but did respond to pain stimuli of an sternal rub. The nurses suspected morphine overdose and stopped the pump immediately. They noted the settings of the pump including residual volume of 88ml. On checking the previous residual volume at 2:30 pm, it was noted to be 94 ml, which indicated that the resident received 6 ml of the solution, or 60 mg of morphine within 3 hours. The resident did begin to respond and did not suffer any long-term adverse effects from the overdose. Pt was sent to the emergency room for eval and returned at 11:30 pm. An investigation has been initiated, and the residual volume throughout the course of use of the pump indicates that it was not working properly. It underinfused and overinfused.